Event description:
Fifteen pts-unk specifics. They used a bottle of lot 010112 and 1 bottle lot 010502 of the ibond se. They do not know which lot number was used on these pts. This is the eleventh of 15 reports for the 2 lots of ibond se. On (B)(6) 2012 received complaint that dr (B)(6) says the ibond se doesn't hold the bond. On (B)(6) 2012 called the office and spoke to dr. (B)(6). He said that he had approx 18 bottles. He said that he wanted replacement and that it would be best to speak to his assistant. Spoke to local hk rep. He said that he went to the office with hk vp last night. He said that the dentist mentioned he was not using the ibond se and te he had purchased in (B)(6) 2011. He said that the dentist was a first time user for both ibond se and te. On (B)(6) 2012 spoke to assistant. She said that the debonding occurred between (B)(6) 2012. They had around 20 pts that were treated with the ibondse. She said that around 15 of the 20 pts called the next day reporting that the teeth were sensitive and that the restorations fell out. She said that they brought them in immediately and refilled the teeth. She said that they did not require prepping. She said that they just refilled using a different bonding agent. I asked if she remember any of the pts specifically. She said that she could not remember anyone specifically. I asked her to describe how they used it. She said that after prepping they would rinse and dry the tooth, apply 2-3 coats and scrub each coat into the tooth for 10 to 15 seconds, dry the ibond really well and then light cure for 30 seconds with an led curing light. I asked how the pts were doing since having the replacements. She said they were all fine now.

Manufacturer narrative:
As allowed by exemption# (B)(4), (B)(4) (the importer) is submitting the report on behalf of haraeus kulzer (B)(4) (the MFR). Conclusion: on (B)(6) 2012, the directions state, "shake bottle briefly before opening." The user did not mention doing this and ingredients may not have properly dispersed throughout if this step is omitted. The user said they apply 2-3 coats and scrub each coat into the tooth for 10 to 15 seconds, but the directions state to, "after application agitate the adhesive slightly for 20 s. Agitation during the dwell time improves demineralization and diffusion." Decreasing the agitation time will adversely affect bond strength and could lead to microleakage of the bond. Microleakage and decreased bond strength could be causing debonding the pts are experiencing. The user is also applying 2-3 coats prior to agitating. The directions only have a single coat being applied. The user is applying 2 to 3 times as much as is suggested in the directions. This will affect the polymerication of the bonding agent. The ibond will not properly polymerize if the application is too thick as this would not allow for complete polymerization of the ibond se. Incomplete polymerization will lead to microleakage and premature failure of the restoration. User error.